Manufacturer narrative:
(B)(4).

Event description:
A consumer reported the lost stimulation on their right side and they wanted to know if a manufacturing representative could check the implantable neurostimulator (ins). When the ins was checked with the patient programmer, the ins was on and okay. No falls or traumas were reported. No cause, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported they did not know what the cause of the loss of stimulation was, but the cause was believed to be a combination of tolerance and the progressive nature of the tremor. The patient had an appointment with their health care provider (hcp) scheduled for (B)(6) 2016. At the appointment, the implantable neurostimulator (ins) was checked by the hcp and they determined the ins was functioning properly. The patient had lost considerable and noticeable control of their right hand on the settings and programs they had used for approximately seven years. The ins was reprogrammed so the patient could regain control of their right hand. The new programs were effective at the time of this report.